Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09554. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The watchman access system was positioned in the laa and a 27 mm watchman laa closure device and delivery system was advanced. The closure device was deployed and released. Post implant a pericardial effusion was observed during transesophageal echocardiogram (tee); it was noted there was no effusion noted at baseline. Pericardiocentesis was performed and 160 ml of fluid was drained. The drain was left in place overnight and an additional 400 ml of semi clotted blood was found to be in the drain. The patient was never hemodynamically unstable. There was no further patient complications reported. The patient condition was stable.